Event description:
Boston scientific received information that this pacemaker was explanted due to an unknown mechanical malfunction. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
Additional information from the field representative indicated he contacted the physician regarding why this device was explanted. The physician indicated there were no issues with this device

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.